Manufacturer narrative:
The product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. Customer indicated the use of an unspecified iol, unspecified company handpiece and viscoelastic. Without the lens or handpiece models it cannot be determined if this is a qualified combination. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implanting an intraocular lens (iol), the cartridge scratched the optic of the lens. Additional information was requested.